Manufacturer narrative:
Patient specifics with regard to age, weight, and gender were not provided. The alleged broken nail was removed and no negative outcomes have been reported. It was reported that the patient had poor bone regenerate; this may have contributed to the alleged incident. A review of the lot history record for the device revealed that the product met all required quality inspections and was released within specifications and acceptable parameters. The device involved in the alleged incident will not be returned; therefore, no evaluation can be conducted.

Event description:
A surgeon alleged that a patient's precice nail broke approximately ten (10) months after implantation; the patient had already completed their lengthening treatment. The surgeon also reported that the patient had poor bone regenerate.